Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. It was also reported the right ventricular (rv) lead exhibited high thresholds. The leads were capped and will not be replaced in the future. No patient complications have been reported as a result of this event.